Event description:
Had inguinal hernia surgery. Had bard 3d max mesh installed , ref (B)(4) lot husk0901 in (B)(6) 2009. Had to have it removed and still need more surgeries. Was only able to have 96% of it removed. Have been having rashes all over body; at first it was localized around the mesh area. Now it happens all over body even though only 4% is left in there. I was having extreme pain down my legs mostly on the left side where the hernia was. My legs would go numb and tingle and it felt like they were on fire. I was unable to walk for long distances or do any sports without extreme pain. I would wake up at night covered in sweat an was always extremely hot. The doctors said it was an infection and my body was treating it like it was a foreign object and I was allergic to it. Have permanent damage on stomach; it is now lopsided, the right side is way bigger than the left now that the mesh was removed. I began to develop very very bad stretch marks all around the mesh site and down my legs. It became hard to go to the bathroom urinating and the other became hard and going number two would make both my legs go numb and hurt incredibly. Anything that touched the area was very painful. My whole left side from the area he moved down and inserted the mesh was extremely tender. I had problems with sex because I could not have any pressure there or event really have anything touching it without pain. The rashes have scarred my body thoroughly and I still am having night sweats an hard time thinking and really doing much of anything because of all the pain. Even though it is removed I still can't do sit ups and do much of anything with my stomach as it is deformed now and everything hurts. I had to have a second surgery to remove adhesions around the area and massive scar tissue, the third surgery removed most of the mesh but I still have complications. I will be needing a fourth surgery to remove it all and it is near an artery and a femoral nerve so the doctors and I are afraid to even try.